Event description:
According to the facility on (B)(6)2023 the "blue enema cap was noted in rectal lumen during peri care following vancomycin enema administration".

Manufacturer narrative:
According to the facility on (B)(6)2023 the "blue enema cap was noted in rectal lumen during peri care following vancomycin enema administration". Per the facility the cap was removed digitally without invasive intervention. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.